Manufacturer narrative:
(B)(4). The investigation revealed that a defective geo module was found and after replacement of the "fru cable geo_review module, (B)(4)" and the "geo module kit, (B)(4)" the problem was solved.

Event description:
The customer reported that the bed was locked and the arch would not move while the patient was on the table.